Event description:
Hamilton medical ag received the following description based on the current information of the complaint (summary of the reporter): the device entered ambient state during ventilation. Additional device required. No further clinical signs, symptoms or conditions and no health consequences or impact, were reported. The investigation to verify the allegation is still in progress.

Manufacturer narrative:
Hamilton medical ag`s comes to the following conclusion: investigation is ongoing.

Manufacturer narrative:
G3: was corrected with this follow up report: awarness date is 27.05.2025.